Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump component replaced due to a crack in the tubing from the left cylinder to the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected and functionally tested. Ms pump kink resistant tubing (krt) was cut down to the pump block and was not returned for analysis. No leaks were found. During functional testing, the ms pump did not pass activation tests. Based on the information available and analysis results, a functional issue with the pump was confirmed however, the reported clinical event of a crack in the tubing was unable to be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump component replaced due to a crack in the tubing from the left cylinder to the pump. No patient complications were reported.